Manufacturer narrative:
(B)(4). Concomitant medical products: 51-105180 ¿ taperloc complete size 4mm and xr 123 ¿ 2867472; 010000664 ¿ g7 acetabular system ¿ 3065112; 010000858 ¿ g7 e1 neutral liner - unknown. Therapy date: (B)(6) 2014. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -07276; 0001825034 -2018 -07290; 0001825034 -2018 -07293.

Event description:
It was reported patient underwent irrigation and debridement of hematoma and closure of wound complex over drains approximately 1 week post right total hip arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001825034-2014-07715.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001825034-2014-07715.